Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a bios settings issue with the computer. It was noted that there was a boot error at startup, no os or application load. Time/date check (cmos check) were good. Accessed the bios and noted boot options weren't configured properly. The computer functioned as expected once set up properly. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found the viewing station of the imaging system would not start up. Following replacement of the viewing station of the imaging system computer, the system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while testing the imaging system, a 3d image acquired was completely white in the upper half while the lower half was normal. No additional information was provided. There was no patient present when this issue was identified.